Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP,bipap, and mechanical ventilator devices. The manufacturer received information alleging headache. There was no report of patient harm or injury.